Manufacturer narrative:
(B)(4).

Event description:
Procedure; laminectomy. According to the reporter: (B)(6). On (B)(6) 2013, the patient underwent a posterior bilateral decompressive laminectomy at l2/l3 in which an incidental csf leak occurred. The area was sutured, duragen was placed, and the area was sealed with duraseal (amount unknown). Once a watertight closure was obtained, the wound was then closed with sutures and staples. On post-op day 3 ((B)(6) 2013), the patient complained of a mild frontal headache and a clear discharge was noted at the top of the incision site. The patient was brought back to the operating room, where drainage of deep csf fluid collection was completed, and the leak was repaired with sutures and augmented with duragen and duraseal. While the patient has not yet returned for their study follow-up, the event is reported to be resolved as of (B)(6) 2013. The event was noted as moderate in severity, but was categorized as an sae as it required prolonged hospitalization. The reporter states this event is related to duraseal.